Event description:
On (B)(6) 2013, the patient reported that the infusion site was red and scabbed. She stated that the cannula was coming out of her skin. The patient went to the doctor and the site was cleaned with hydrogen peroxide. The patient was given bacitracin and prescribed bactrim to treat the site. The patient's blood glucose level remained within her normal range. The infusion set was discarded. Therefore, no product is available to be returned for evaluation.

Manufacturer narrative:
Since no material has been returned from the customer and no lot number is known, no investigation could be performed. Therefore the complaint cannot be verified. No product was returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.